Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured in the middle part at 8atm within 10 seconds. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and patient was good post procedure.